Manufacturer narrative:
The referenced transplant was reported in MFR. Report # 2916596-2019-00484. Approximate age of device- 65 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted for mucosal bleeding on (B)(6) 2018. The patient's symptoms included a drop in hemoglobin, weak legs, and dizziness. Upper and lower scopes were performed as well as monthly octreotide injections. The patient also received transfusions when their hemoglobin dropped below 7 g/dl. The source of bleeding was multiple areas in the right upper quadrant. The patient did not have a pre-existing history of bleeding prior to the lvad implant. The patient was subsequently transplanted on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.